Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the haptic of the iol broke during the implantation of the lens. The lens was removed during the initial procedure and a new lens was implanted. The patient experienced a posterior chamber rupture upon the second lens being implanted and the second was removed during the same procedure. A third new lens was implanted successfully made from another company. This file is for the second lens that was implanted and removed. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).